Event description:
The device was used during a laparoscopic assisted resection procedure. Reportedly, the anvil did not tilt. The surgeon was concerned with the anastomosis and created a colostomy. The hosp has reported the pt's condition is satisfactory.